Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The patient called to report a protruded drive support cap. No information indicating if troubleshoot was performed for the product. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to verify drive/motor anomaly or perform functional testings due to detached end cap. However, motor was tested outside of the device and passed. Drive assembly was inspected and no anomaly was noted. Drive support disk was inspected and no anomaly was noted. Unit was received with missing end cap sticker, cracked reservoir tube lip and cracked belt clip slot at battery tube threads area.